Manufacturer narrative:
Follow-up # 1 ¿ (11/03/2014). The patient¿s meter has been returned on 10/17/2014 and evaluated by lifescan product analysis on 10/22/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 05/06/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving a not enough blood message. The complaint was classified based on the customer care advocate (cca) documentation. The not enough blood message issue began on the morning of (B)(6) 2014. The patient reportedly took food/drink to manage his diabetes in the morning around the same time. One week after the product issue began; he had symptoms of ¿shaky, sweat, and nausea.¿the patient claimed that he was treated at urgent care with insulin due to the product issue. The reported issue was not resolved within training. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient had symptoms suggestive of acute complication of diabetes and required hcp treatment after the product issue began